Event description:
The customer reported that the device locked and would not re-open during the procedure. The procedure included: oophorectomy, hysterectomy, lymphadenectomy, pelvic iliac lymphadenectomy, and myectomy. It is unknown if the device was applied to tissue when it would not re-open, and if so, how it was removed from the tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.